Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius fst (field service technician) was called onsite by a user facility to repair a 2008t machine that had a non-functioning power supply and a discolored power plug. The fst replaced the power supply and the machine was functional. The conductivity and the temperature was within limits and a self-test was performed. Upon follow-up, the biomedical technician (bmt) confirmed all issues have been resolved and the machine has been returned to service. Machine functional tests were completed and passed onsite after repair. There was no patient involvement or adverse event reported. The bmt stated the power supply and power plug were returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A fresenius fst (field service technician) was called onsite by a user facility to repair a 2008t machine that had a non-functioning power supply and a discolored power plug. The fst replaced the power supply and the machine was functional. The conductivity and the temperature was within limits and a self-test was performed. Upon follow-up, the biomedical technician (bmt) confirmed all issues have been resolved and the machine has been returned to service. Machine functional tests were completed and passed onsite after repair. There was no patient involvement or adverse event reported. The bmt stated the power supply and power plug were returned to the manufacturer for evaluation.